Event description:
Hernia repair- "tip of trocar broke off in two pieces." Patient status- "no injury to the patient."

Manufacturer narrative:
(B)(4). Investigation summary: "the cannula of one (1) ctb03, and one (1) cts02 were returned for evaluation. Upon inspection of the cts02, engineering found no visible damage to the unit; it functioned properly and met design specifications. Engineering inspected the ctb03 and noticed broken pieces and a cracked cannula. The crack ran the length of the cannula, which may have been the result of excessive force used when inserting the instrument into the cannula." This represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.